Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vial-mate device leaked. The leak was observed at the bag interface immediately after admixture. The device was attached securely to the bag and the needle was penetrating the stopper. The device was fully activated, with seal flange collar (clear component) contacting the vial gripper (white component). The device was filled with an unspecified drug diluted with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured 12/16/16-12/22/16.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.